Event description:
The auto suture pdb 52 oval preperitoneal distention balloon and inflation bulb device was being used during a surgical procedure. The balloon separated from the auto suture 10mm pdb, upon removal from the abdomen. Therefore, the balloon remained inside the pt's abdomen, necessitating removal of balloon via the scope.